Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 24mm synergy ii drug eluting stent was selected for use; however, during the procedure it was noted that the middle of the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a break 65.7cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 24mm synergy ii drug eluting stent was selected for use; however, during the procedure it was noted that the middle of the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.